Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient presented with an infection several weeks after generator replacement surgery. Several days after the report, a surgeon reported that the patient's incision site looked better. The device history records were reviewed for the generator and revealed that the generator was sterilized according to specifications prior to release. No additional relevant information has been received to date.

Event description:
It was reported that the patient was seen by the physician and it was found that the infection had worsened. It was reported that the infection had abscessed and was moving up the neck. The patient's vns lead and generator were both removed. No additional or relevant information has been received to date.